Manufacturer narrative:
Product analysis: the complaints were unconfirmed, freezing could not be reproduced, and device interrogation problem was traced to an associated device. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced freezing, and it was not detecting implantable devices. An attempt to replace the programmer head was unsuccessful. The programmer was returned for service. No patient complications have been reported as a result of this event.